Event description:
As reported by the user facility: the nurse inserted an IV into an agitated combative patient. The stylet was removed and placed aside; the safety device did not engage. The nurse was not aware that the safety device did not engage. As she was cleaning up the area she sustained a needle stick. It was at that time she became aware that the safety device did not engage. Needle stick protocol was initiated. Additional information provided by the user facility indicated that all protocol bloodwork testing was negative. The sample was discarded and is not available for evaluation.

Manufacturer narrative:
The actual device was not returned to the manufacturer to evaluate. Without the actual sample a thorough evaluation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocol should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been provided to the actual manufacturer, b. Braun medical industries sdn bhd, in malaysia.